Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4), nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using a bd microtainer® contact-activated lancet, the protective cap was not attached to the lancet. No impact was reported.

Event description:
It was reported prior to using a bd microtainer® contact-activated lancet, the protective cap was not attached to the lancet. No impact was reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 09-sep-2024. Medical device lot #: c9f59j1. Unique identifier (UDI) #: (B)(4). Medical device expiration date: 27-jul-2027. Device manufacture date: 10-oct-2022. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub molding defect with the incident lot was observed. This molding defect led to the cap being loose. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of hub molding defect or loose cap was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.